Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly/motor. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, cracked reservoir tube window and missing end cap sticker.

Event description:
Customer reported receiving a button error alarm on her insulin pump. Customer stated that the insulin pump may have gotten splashed. Blood glucose level at the time of the call was 147 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.